Manufacturer narrative:
The device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was broken/damaged 2.5cm to 7cm from the strain relief. The shaft was not completely separated the inner liner was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the catheter was broken. A 135/10 renegade¿ hi-flo¿ kit was selected to be used in a transarterial chemoembolization procedure. During unpacking, it was noted that the proximal of the catheter was broken into two parts. The procedure was completed with another of the same device. No patient complications reported and the patients' status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was broken. A 135/10 renegade¿ hi-flo¿ kit was selected to be used in a transarterial chemoembolization procedure. During unpacking, it was noted that the proximal of the catheter was broken into two parts. The procedure was completed with another of the same device. No patient complications reported and the patients' status was stable.